Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were markedly sticking into the endometrial cavity/ essure coils were within the endometrial lining"), menorrhagia ("menorrhagia"), the first episode of ovarian cyst ("cyst on the right ovary"), the second episode of ovarian cyst ("left ovarian cyst"), uterine leiomyoma ("uterine fibroids"), cellulitis ("low-grade cellulitis") and device breakage ("only a essure coil portion appears to have been previously removed") in a 45-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not experience abdominal pain, pelvic pain, dysfunctional uterine bleeding, menorrhagia, painful intercourse, hair loss, rashes and fatigue prior to her implant, and her menstrual cycles were regular. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2011, 7 years 5 months after insertion of essure (ess205), the patient experienced hyperthyroidism ("hyperthyroidism") and lymphomatoid papulosis ("lymphomatoid papulosis") with rash. On (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant pain") and hepatic steatosis ("fatty liver"). In (B)(6) 2013, the patient experienced polymenorrhoea ("three periods in the past month"). On (B)(6) 2013, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced the second episode of ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and dysfunctional uterine bleeding, menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), menometrorrhagia ("irregular and heavy bleeding"), rash ("rashes"), arthralgia ("left-sided hip pain that radiated down her leg"), cystitis ("low-grade cystitis") with pollakiuria and suprapubic pain, dermatitis contact ("possible contact dermatitis"), cellulitis (seriousness criterion medically significant), cough ("cough"), respiratory tract congestion ("chest congestion"), chest discomfort ("sensations of tightness in chest"), chest pain ("sensations of burning in chest"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), headache ("headaches") and device breakage (seriousness criterion medically significant). The patient was treated with antibiotics, prednisone, methotrexate, surgery (hysteroscopy with d&c), surgery (novasure ablation), surgery (laparoscopy for ovarian cyst), surgery (laparoscopy with left ovarian cystectomy) and surgery (endometrial biopsy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, menorrhagia, the last episode of ovarian cyst, uterine leiomyoma, dyspareunia, alopecia, fatigue, abdominal pain upper, hepatic steatosis, polymenorrhoea, menometrorrhagia and rash had resolved and the arthralgia, cystitis, dermatitis contact, cellulitis, cough, respiratory tract congestion, chest discomfort, chest pain, hyperthyroidism, lymphomatoid papulosis, vaginal discharge, vaginal infection, headache and device breakage outcome was unknown. The reporter considered abdominal pain upper, alopecia, arthralgia, cellulitis, chest discomfort, chest pain, cough, cystitis, dermatitis contact, device breakage, dyspareunia, embedded device, fatigue, headache, hepatic steatosis, hyperthyroidism, lymphomatoid papulosis, menometrorrhagia, menorrhagia, polymenorrhoea, rash, respiratory tract congestion, uterine leiomyoma, vaginal discharge, vaginal infection, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: plaintiff underwent a laparoscopy for ovarian cyst and hysteroscopy with d&c and ablation for menorrhagia. The surgeon noted that the essure coils were markedly sticking into the endometrial cavity and most likely were a cause for plaintiff¿s irregular bleeding. At the point where the essure device was inserted, it was found to be hitting the tip of the endometrium and polypoid structures were noted in that area. During the procedure, both essure coils were within the endometrial lining and came out during the d&c. However, the pathology report noted only receiving an e-sure wire measuring 8 cm in length. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: normal. Biopsy skin - on (B)(6) 2011: lymphomatoid papulosis. Blood thyroid stimulating hormone - on (B)(6) 2011: low. Chest x-ray - on an unknown date: no acute lung lesion. Ultrasound scan - on (B)(6) 2013: eschogenic liver likely representing steatosis. Ultrasound scan vagina - on (B)(6) 2013: revealed two possible uterine fibroids. Physician noted that during the ¿resting¿ phase after the right essure coil was deployed, the essure device appeared to be unscrewing itself from the tubal ostium. A total of fourteen coils were counted which was considered ¿within the manufacturer¿s specification for not needing removal¿ and the coil was left in place. Hsg from 24-sep-2004 found that both the right and left fallopian tubes were occluded. She also noted that the right essure coil ¿projects from the right uterine cornua more centrally into the canal¿ than the left side. Pelvic ultrasound from (B)(6) 2013 a normal endometrium as well as an anterior uterine fibroid and a simple cyst on the right ovary. Unknown date: pulmonary function test: no acute lung lesion. Most recent follow-up information incorporated above includes: on 30-apr-2018: essure insertion date was updated from (B)(6) 2004 to (B)(6) 2004; left-sided hip pain that radiated down her leg, low-grade cystitis (urinary frequency, suprapubic cramps), possible contact dermatitis, low-grade cellulitis, cough and congestion, sensations of tightness in chest, sensations of burning in chest, hyperthyroidism, lymphomatoid papulosis (rash on left shin), vaginal discharge, vaginal infections, headaches, and only a essure coil portion appears to have been previously removed were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a essure coil portion appears to have been previously removed'), embedded device ('essure coils were markedly sticking into the endometrial cavity/ essure coils were within the endometrial lining'), uterine perforation ('perforation'), device dislocation ('device migration'), menorrhagia ('menorrhagia/abnormal bleeding'), uterine leiomyoma ('uterine fibroids'), cellulitis ('low-grade cellulitis') and multiple episodes of ovarian cyst ('cyst on the right ovary', 'left ovarian cyst') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not experience abdominal pain, pelvic pain, dysfunctional uterine bleeding, menorrhagia, painful intercourse, hair loss, rashes and fatigue prior to her implant, and her menstrual cycles were regular. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced hyperthyroidism ("hyperthyroidism") and lymphomatoid papulosis ("lymphomatoid papulosis") with rash, 7 years 5 months after insertion of essure (ess205). On 5-feb-2013, the patient experienced abdominal pain upper ("right upper quadrant pain") and hepatic steatosis ("fatty liver"). In (B)(6) 2013, the patient experienced polymenorrhoea ("three periods in the past month"). On (B)(6) 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and dysfunctional uterine bleeding, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the second episode of ovarian cyst (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), menometrorrhagia ("irregular and heavy bleeding"), rash ("rashes"), arthralgia ("left-sided hip pain that radiated down her leg"), cystitis ("low-grade cystitis") with pollakiuria and suprapubic pain, dermatitis contact ("possible contact dermatitis"), cellulitis (seriousness criterion medically significant), cough ("cough"), respiratory tract congestion ("chest congestion"), chest discomfort ("sensations of tightness in chest"), chest pain ("sensations of burning in chest"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), headache ("headaches"), migraine ("migraines"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with antibiotics, methotrexate, prednisone and surgery (essure removed, novasure ablation, endometrial biopsy, hysteroscopy with d&c and laparoscopy with left ovarian cystectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, the last episode of ovarian cyst, arthralgia, cystitis, dermatitis contact, cellulitis, cough, respiratory tract congestion, chest discomfort, chest pain, hyperthyroidism, lymphomatoid papulosis, vaginal discharge, vaginal infection, headache, migraine, hypersensitivity and autoimmune disorder outcome was unknown and the embedded device, menorrhagia, uterine leiomyoma, dyspareunia, alopecia, fatigue, abdominal pain upper, hepatic steatosis, polymenorrhoea, menometrorrhagia and rash had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, autoimmune disorder, cellulitis, chest discomfort, chest pain, cough, cystitis, dermatitis contact, device breakage, device dislocation, dyspareunia, embedded device, fatigue, headache, hepatic steatosis, hypersensitivity, hyperthyroidism, lymphomatoid papulosis, menometrorrhagia, menorrhagia, migraine, polymenorrhoea, rash, respiratory tract congestion, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: plaintiff underwent a laparoscopy for ovarian cyst and hysteroscopy with d&c and ablation for menorrhagia. The surgeon noted that the essure coils were markedly sticking into the endometrial cavity and most likely were a cause for plaintiff¿s irregular bleeding. At the point where the essure device was inserted, it was found to be hitting the tip of the endometrium and polypoid structures were noted in that area. During the procedure, both essure coils were within the endometrial lining and came out during the d&c. However, the pathology report noted only receiving an e-sure wire measuring 8 cm in length. The right device appears to have been removed during an ablation procedure in 2014, but the left device appears to still be implanted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium on (B)(6) 2013: results: normal. Biopsy skin on (B)(6) 2011: results: lymphomatoid papulosis. Blood thyroid stimulating hormone on (B)(6) 2011: results: low. Chest x-ray on an unknown date: results: no acute lung lesion. Ultrasound scan on (B)(6) 2013: results: eschogenic liver likely representing steatosis. Ultrasound scan vagina on (B)(6) 2013: results: revealed two possible uterine fibroids. Diagnostic results: physician noted that during the ¿resting¿ phase after the right essure coil was deployed, the essure device appeared to be unscrewing itself from the tubal ostium. A total of fourteen coils were counted which was considered ¿within the manufacturer¿s specification for not needing removal¿ and the coil was left in place. Hsg from (B)(6) 2004 found that both the right and left fallopian tubes were occluded. She also noted that the right essure coil ¿projects from the right uterine cornua more centrally into the canal¿ than the left side. Pelvic ultrasound from (B)(6) 2013 a normal endometrium as well as an anterior uterine fibroid and a simple cyst on the right ovary. Unknown date: pulmonary function test: no acute lung lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a essure coil portion appears to have been previously removed'), embedded device ('essure coils were markedly sticking into the endometrial cavity/ essure coils were within the endometrial lining'), uterine perforation ('perforation'), device dislocation ('device migration'), menorrhagia ('menorrhagia/abnormal bleeding'), uterine leiomyoma ('uterine fibroids'), cellulitis ('low-grade cellulitis') and multiple episodes of ovarian cyst ('cyst on the right ovary', 'left ovarian cyst') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not experience abdominal pain, pelvic pain, dysfunctional uterine bleeding, menorrhagia, painful intercourse, hair loss, rashes and fatigue prior to her implant, and her menstrual cycles were regular. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced hyperthyroidism ("hyperthyroidism") and lymphomatoid papulosis ("lymphomatoid papulosis") with rash, 7 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant pain") and hepatic steatosis ("fatty liver"). In (B)(6) 2013, the patient experienced polymenorrhoea ("three periods in the past month"). On (B)(6) 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and dysfunctional uterine bleeding, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the second episode of ovarian cyst (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), menometrorrhagia ("irregular and heavy bleeding"), rash ("rashes"), arthralgia ("left-sided hip pain that radiated down her leg"), cystitis ("low-grade cystitis") with pollakiuria and suprapubic pain, dermatitis contact ("possible contact dermatitis"), cellulitis (seriousness criterion medically significant), cough ("cough"), respiratory tract congestion ("chest congestion"), chest discomfort ("sensations of tightness in chest"), chest pain ("sensations of burning in chest"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), headache ("headaches"), migraine ("migraines"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with antibiotics, methotrexate, prednisone and surgery (essure removed, novasure ablation, endometrial biopsy, hysteroscopy with d&c and laparoscopy with left ovarian cystectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, the last episode of ovarian cyst, arthralgia, cystitis, dermatitis contact, cellulitis, cough, respiratory tract congestion, chest discomfort, chest pain, hyperthyroidism, lymphomatoid papulosis, vaginal discharge, vaginal infection, headache, migraine, hypersensitivity and autoimmune disorder outcome was unknown and the embedded device, menorrhagia, uterine leiomyoma, dyspareunia, alopecia, fatigue, abdominal pain upper, hepatic steatosis, polymenorrhoea, menometrorrhagia and rash had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, autoimmune disorder, cellulitis, chest discomfort, chest pain, cough, cystitis, dermatitis contact, device breakage, device dislocation, dyspareunia, embedded device, fatigue, headache, hepatic steatosis, hypersensitivity, hyperthyroidism, lymphomatoid papulosis, menometrorrhagia, menorrhagia, migraine, polymenorrhoea, rash, respiratory tract congestion, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: plaintiff underwent a laparoscopy for ovarian cyst and hysteroscopy with d&c and ablation for menorrhagia. The surgeon noted that the essure coils were markedly sticking into the endometrial cavity and most likely were a cause for plaintiff¿s irregular bleeding. At the point where the essure device was inserted, it was found to be hitting the tip of the endometrium and polypoid structures were noted in that area. During the procedure, both essure coils were within the endometrial lining and came out during the d&c. However, the pathology report noted only receiving an e-sure wire measuring 8 cm in length. The right device appears to have been removed during an ablation procedure in 2014, but the left device appears to still be implanted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: results: normal. Biopsy skin - on (B)(6) 2011: results: lymphomatoid papulosis. Blood thyroid stimulating hormone - on (B)(6) 2011: results: low. Chest x-ray - on an unknown date: results: no acute lung lesion. Ultrasound scan - on (B)(6) 2013: results: eschogenic liver likely representing steatosis. Ultrasound scan vagina - on (B)(6) 2013: results: revealed two possible uterine fibroids. Diagnostic results: physician noted that during the ¿resting¿ phase after the right essure coil was deployed, the essure device appeared to be unscrewing itself from the tubal ostium. A total of fourteen coils were counted which was considered ¿within the manufacturer¿s specification for not needing removal¿ and the coil was left in place. Hsg from (B)(6) 2004 found that both the right and left fallopian tubes were occluded. She also noted that the right essure coil ¿projects from the right uterine cornua more centrally into the canal¿ than the left side. Pelvic ultrasound from (B)(6) 2013 a normal endometrium as well as an anterior uterine fibroid and a simple cyst on the right ovary. Unknown date: pulmonary function test: no acute lung lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Events- uterine perforation, device dislocation, migraines, hypersensitivity and autoimmune disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a essure coil portion appears to have been previously removed'), embedded device ('essure coils were markedly sticking into the endometrial cavity/ essure coils were within the endometrial lining'), uterine perforation ('perforation'), device dislocation ('device migration'), heavy menstrual bleeding ('menorrhagia/abnormal bleeding'), uterine leiomyoma ('uterine fibroids'), cellulitis ('low-grade cellulitis') and multiple episodes of ovarian cyst ('cyst on the right ovary', 'left ovarian cyst') in a 45-year-old female patient who had essure (ess205) (batch no. 12254021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and spontaneous abortion. She did not experience abdominal pain, pelvic pain, dysfunctional uterine bleeding, menorrhagia, painful intercourse, hair loss, rashes and fatigue prior to her implant, and her menstrual cycles were regular. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced hyperthyroidism ("hyperthyroidism") and lymphomatoid papulosis ("lymphomatoid papulosis") with rash, 7 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant pain") and hepatic steatosis ("fatty liver"). In (B)(6) 2013, the patient experienced polymenorrhoea ("three periods in the past month"). On (B)(6) 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abnormal uterine bleeding, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), the second episode of ovarian cyst (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), menometrorrhagia ("irregular and heavy bleeding"), rash ("rashes"), arthralgia ("left-sided hip pain that radiated down her leg"), cystitis ("low-grade cystitis") with pollakiuria and suprapubic pain, dermatitis contact ("possible contact dermatitis"), cellulitis (seriousness criterion medically significant), cough ("cough"), respiratory tract congestion ("chest congestion"), chest discomfort ("sensations of tightness in chest"), chest pain ("sensations of burning in chest"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), headache ("headaches"), migraine ("migraines"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with antibiotics, methotrexate, prednisone and surgery (essure removed, novasure ablation, endometrial biopsy, hysteroscopy with d&c and laparoscopy with left ovarian cystectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, the last episode of ovarian cyst, arthralgia, cystitis, dermatitis contact, cellulitis, cough, respiratory tract congestion, chest discomfort, chest pain, hyperthyroidism, lymphomatoid papulosis, vaginal discharge, vaginal infection, headache, migraine, hypersensitivity and autoimmune disorder outcome was unknown and the embedded device, heavy menstrual bleeding, uterine leiomyoma, dyspareunia, alopecia, fatigue, abdominal pain upper, hepatic steatosis, polymenorrhoea, menometrorrhagia and rash had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, autoimmune disorder, cellulitis, chest discomfort, chest pain, cough, cystitis, dermatitis contact, device breakage, device dislocation, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hepatic steatosis, hypersensitivity, hyperthyroidism, lymphomatoid papulosis, menometrorrhagia, migraine, polymenorrhoea, rash, respiratory tract congestion, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: plaintiff underwent a laparoscopy for ovarian cyst and hysteroscopy with d&c and ablation for menorrhagia. The surgeon noted that the essure coils were markedly sticking into the endometrial cavity and most likely were a cause for plaintiff¿s irregular bleeding. At the point where the essure device was inserted, it was found to be hitting the tip of the endometrium and polypoid structures were noted in that area. During the procedure, both essure coils were within the endometrial lining and came out during the d&c. However, the pathology report noted only receiving an e-sure wire measuring 8 cm in length. The right device appears to have been removed during an ablation procedure in 2014, but the left device appears to still be implanted. On the right sides a total of 14 coils were counted, which is within the manufacturer's specification for not needing removal and therefore, this was left in place. A similar procedure was performed on the patient's left side and this time, a total of 5 coils could be counted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: results: normal. Biopsy skin - on (B)(6) 2011: results: lymphomatoid papulosis. Blood thyroid stimulating hormone - on (B)(6) 2011: results: low. Chest x-ray - on an unknown date: results: no acute lung lesion. Ultrasound scan - on (B)(6) 2013: results: eschogenic liver likely representing steatosis. Ultrasound scan vagina - on (B)(6) 2013: results: revealed two possible uterine fibroids. Diagnostic results: physician noted that during the ¿resting¿ phase after the right essure coil was deployed, the essure device appeared to be unscrewing itself from the tubal ostium. A total of fourteen coils were counted which was considered ¿within the manufacturer¿s specification for not needing removal¿ and the coil was left in place. Hsg from (B)(6) 2004 found that both the right and left fallopian tubes were occluded. She also noted that the right essure coil ¿projects from the right uterine cornua more centrally into the canal¿ than the left side. Pelvic ultrasound from (B)(6) 2013 a normal endometrium as well as an anterior uterine fibroid and a simple cyst on the right ovary. Unknown date: pulmonary function test: no acute lung lesion. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received: lot number, medical history, reporter information added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a essure coil portion appears to have been previously removed'), embedded device ('essure coils were markedly sticking into the endometrial cavity/ essure coils were within the endometrial lining'), uterine perforation ('perforation'), device dislocation ('device migration'), heavy menstrual bleeding ('menorrhagia/abnormal bleeding'), uterine leiomyoma ('uterine fibroids'), cellulitis ('low-grade cellulitis') and multiple episodes of ovarian cyst ('cyst on the right ovary', 'left ovarian cyst') in a 45-year-old female patient who had essure (ess205) (batch no. 12254021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and spontaneous abortion. She did not experience abdominal pain, pelvic pain, dysfunctional uterine bleeding, menorrhagia, painful intercourse, hair loss, rashes and fatigue prior to her implant, and her menstrual cycles were regular. Physician noted that during the ¿resting¿ phase after the right essure coil was deployed, the essure device appeared to be unscrewing itself from the tubal ostium. A total of fourteen coils were counted which was considered ¿within the manufacturer¿s specification for not needing removal¿ and the coil was left in place. Hsg from 24-sep-2004 found that both the right and left fallopian tubes were occluded. She also noted that the right essure coil ¿projects from the right uterine cornua more centrally into the canal¿ than the left side. Pelvic ultrasound from (B)(6) 2013 a normal endometrium as well as an anterior uterine fibroid and a simple cyst on the right ovary. Unknown date: pulmonary function test: no acute lung lesion. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced hyperthyroidism ("hyperthyroidism") and lymphomatoid papulosis ("lymphomatoid papulosis") with rash, 7 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant pain") and hepatic steatosis ("fatty liver"). In (B)(6) 2013, the patient experienced polymenorrhoea ("three periods in the past month"). On 3-oct-2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abnormal uterine bleeding, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), the second episode of ovarian cyst (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), menometrorrhagia ("irregular and heavy bleeding"), rash ("rashes"), arthralgia ("left-sided hip pain that radiated down her leg"), cystitis ("low-grade cystitis") with pollakiuria and suprapubic pain, dermatitis contact ("possible contact dermatitis"), cellulitis (seriousness criterion medically significant), cough ("cough"), respiratory tract congestion ("chest congestion"), chest discomfort ("sensations of tightness in chest"), chest pain ("sensations of burning in chest"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), headache ("headaches"), migraine ("migraines"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with antibiotics, methotrexate, prednisone and surgery (essure removed, novasure ablation, endometrial biopsy, hysteroscopy with d&c and laparoscopy with left ovarian cystectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, the last episode of ovarian cyst, arthralgia, cystitis, dermatitis contact, cellulitis, cough, respiratory tract congestion, chest discomfort, chest pain, hyperthyroidism, lymphomatoid papulosis, vaginal discharge, vaginal infection, headache, migraine, hypersensitivity and autoimmune disorder outcome was unknown and the embedded device, heavy menstrual bleeding, uterine leiomyoma, dyspareunia, alopecia, fatigue, abdominal pain upper, hepatic steatosis, polymenorrhoea, menometrorrhagia and rash had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, autoimmune disorder, cellulitis, chest discomfort, chest pain, cough, cystitis, dermatitis contact, device breakage, device dislocation, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hepatic steatosis, hypersensitivity, hyperthyroidism, lymphomatoid papulosis, menometrorrhagia, migraine, polymenorrhoea, rash, respiratory tract congestion, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: plaintiff underwent a laparoscopy for ovarian cyst and hysteroscopy with d&c and ablation for menorrhagia. The surgeon noted that the essure coils were markedly sticking into the endometrial cavity and most likely were a cause for plaintiff¿s irregular bleeding. At the point where the essure device was inserted, it was found to be hitting the tip of the endometrium and polypoid structures were noted in that area. During the procedure, both essure coils were within the endometrial lining and came out during the d&c. However, the pathology report noted only receiving an e-sure wire measuring 8 cm in length. The right device appears to have been removed during an ablation procedure in 2014, but the left device appears to still be implanted. On the right sides a total of 14 coils were counted, which is within the manufacturer's specification for not needing removal and therefore, this was left in place. A similar procedure was performed on the patient's left side and this time, a total of 5 coils could be counted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: results: normal. Biopsy skin - on (B)(6) 2011: results: lymphomatoid papulosis. Blood thyroid stimulating hormone - on (B)(6) 2011: results: low. Chest x-ray - on an unknown date: results: no acute lung lesion. Ultrasound scan - on (B)(6) 2013: results: eschogenic liver likely representing steatosis. Ultrasound scan vagina - on (B)(6) 2013: results: revealed two possible uterine fibroids. Diagnostic results: lot number: 12254021 manufacturing date:2004-01 expiration date:2005-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were markedly sticking into the endometrial cavity/ essure coils were within the endometrial lining"), menorrhagia ("menorrhagia"), the first episode of ovarian cyst ("cyst on the right ovary"), the second episode of ovarian cyst ("left ovarian cyst") and uterine leiomyoma ("uterine fibroids") in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2004, the patient had essure (ess205) inserted. On (B)(6)2013, 8 years 8 months after insertion of essure (ess205), the patient experienced abdominal pain upper ("right upper quadrant pain") and hepatic steatosis ("fatty liver"). In (B)(6) 2013, the patient experienced polymenorrhoea ("three periods in the past month"). On (B)(6)2013, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On (B)(6)2013, the patient experienced the first episode of ovarian cyst (seriousness criterion medically significant). On (B)(6)2013, the patient experienced the second episode of ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and dysfunctional uterine bleeding, menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("fatigue") and rash ("rashes"). The patient was treated with surgery (hysteroscopy with d&c), surgery (ablation for menorrhagia), surgery (laparoscopy for ovarian cyst) and surgery (endometrial biopsy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the embedded device, menorrhagia, the last episode of ovarian cyst, uterine leiomyoma, dyspareunia, alopecia, fatigue, abdominal pain upper, hepatic steatosis, polymenorrhoea and rash had resolved. The reporter considered abdominal pain upper, alopecia, dyspareunia, embedded device, fatigue, hepatic steatosis, menorrhagia, polymenorrhoea, rash, uterine leiomyoma, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure (ess205). The reporter commented: plaintiff perez did not experience this combination of symptoms prior to her implant, and her menstrual cycles were regular. Plaintiff underwent a laparoscopy for ovarian cyst and hysteroscopy with d&c and ablation for menorrhagia. The surgeon noted that the essure coils were markedly sticking into the endometrial cavity and most likely were a cause for plaintiff's irregular bleeding. At the point where the essure device was inserted, it was found to be hitting the tip of the endometrium and polypoid structures were noted in that area. During the procedure, both essure coils were within the endometrial lining and came out during the d&c. Therefore, both tubes were cauterized to provide tubal ligation for plaintiff. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2013: normal ultrasound scan - on (B)(6)2013: echogenic liver likely representing steatosis ultrasound scan vagina - on (B)(6)2013: revealed two possible uterine fibroids physician noted that during the "resting" phase after the right essure coil was deployed, the essure device appeared to be unscrewing itself from the tubal ostium. A total of fourteen coils were counted which was considered "within the manufacturer's specification for not needing removal" and the coil was left in place. Hsg from (B)(6)2004 found that both the right and left fallopian tubes were occluded. She also noted that the right essure coil "projects from the right uterine cornua more centrally into the canal" than the left side. Ultrasound from (B)(6)2013 a normal endometrium as well as an anterior uterine fibroid and a simple cyst on the right ovary. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.